Event description:
Pt had pain due to degenerative changes at the cartilage surface. Revision of medacta bipolar head about (B)(6) months post hemiarthroplasty surgery: a total hip arthroplasty was performed.

Manufacturer narrative:
Document review; medacta bipolar head 28/44 - ref. (B)(4)/ lot 110614 ((B)(4) heads produced). All parameters were found to be conforming to specs valid at the time of mfg. Twenty five bipolar heads belonging to this lot have been already implanted and no incidents have been reported up to now. It was reported that the pt had pain due to degenerative changes at the cartilage surface and, for this reason, a total hip arthroplasty was performed. The root cause of the event is highly likely related to the bone conditions of the pt, that change after the original hemiarthroplasty surgery, requiring the replacement of the bipolar head with a total hip arthroplasty. This is a fact quite common in hemiarthroplasty.